Event description:
Procedure - lower anterior resection. According to the reporter: after the device was used a leak was found at the anastomosis. During the case unanticipated tissue loss occurred. The surgeon used suturing to over sew the staple line.

Manufacturer narrative:
(B)(4).